Manufacturer narrative:
The tech found that the casters were worn due to age and needed to be replaced. He replaced the casters and the brakes functioned properly. The stretcher was from the emergency room and there were no alleged injuries.

Event description:
Tech alleged that when the brakes were engaged the foot end caster would still swivel.